Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The pt was using expired cartridges. The pt has converted to current cartridges and continues to use the pump with no reported subsequent events.